Event description:
It was reported that the 9600 system will not power up and gets stuck in the boot cycle. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and configured system. The system was tested and found to be working as intended and placed back into service.